Manufacturer narrative:
The information that olympus obtained later is shown and was corrected. The basket wire of this event was not sent and only the sheath was returned to olympus medical systems corp. (Omsc) for investigation on may 26, 2016. It is surmised that the wire fractured because stress that exceeded the durability of the device was applied to crush the calculus. A size and hardness of a calculus are among the factors that may cause excessive stress. Deformation of the basket was most likely caused by the stress applied upon crushing the calculus.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The manufacturing history of the subject device was reviewed, with no irregularities noted. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the device is received a later time, this report will be supplemented.

Event description:
Lithotriptor over wire basket failed to crush ducal stone and in the process broke inside the duct. When device was removed from patient not all components came out leaving basket, stone in duct and 3 uncovered wires protruding. Patient was transferred to theatre for open surgery to remove this subject device(i.e. Basket and 3 wires) and large stones.